Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. A spline was clipped off by the mechanical valve and an electrode was retained in the patient. During the procedure the physician requested the use of a pentaray® catheter. The reporter stated that the patient has a mechanical valve and the pentaray® catheter use in these circumstances is contraindicated for the pentaray®. The physician insisted on the use of the catheter. While using the pentaray® catheter one of the splines was clipped off by the mechanical valve. They located the spline with three electrodes still attached in the artery of the kidney and has been successfully retrieved, but the fourth electrode is still missing and at this time still not found. It was reported that the patient will continue to be monitored after the procedure. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. Patient outcome of the adverse event: unchanged. It is unknown if the patient required extended hospitalization because of the adverse event. Broken/detached catheter shaft is MDR-reportable. Medical device entrapment with excessive manipulation required is MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 3-feb-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30697049l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).